Event description:
It was reported by the customer that a pyxis anesthesia system is not communicating.the customer stated that there was a delay in getting medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device is not communicating. The field service engineer requested the hospital it team to validate that the hospital network is function properly. The hit person found that the problem was with hospital network connection and resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.